Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed at 0 vdc. The transmitter was milled and a pairing with nordic with applied voltage/download was performed and passed. The share log was reviewed and no data was found. A review of the bin file was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter timer not advancing. The reported event of a pairing failure is reportable based on the finding of the transmitter timer not advancing. No injury or medical intervention was reported.